Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff and balloon were removed and replaced because the device was not working. After the procedure it was noticed that the cuff had a hole. No patient complications were reported.